Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Also, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia.

Event description:
The patient reported wearing the pod on the abdomen for between 5 and 24 hours. During use, the patient experienced elevated blood glucose (bg) reaching up to 500 mg/dl. After contacting an insulet field representative, the patient was advised to remove the pod. Upon removal, the cannula was found bent, and the insertion site appeared red and painful. The patient sought medical attention from a family doctor, who prescribed an antibiotic ointment (name unknown). No drainage was noted during pod wear. The pod was not worn during medical attention as it had been removed due to high bg levels. A new pod was successfully applied afterward.